Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that after the pump was worn when the patient jumped into a lake, moisture was noted in the display. The reporter denied any damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2019 with the following findings: on investigation, moisture ingress was confirmed due to a leak at a crack in the pump case; moisture corrosion inside the on the display and all printed circuit boards.